Manufacturer narrative:
Additional information was added in d9, h3, h6 & h11. H11: the device was received for evaluation. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests including leak, clear passage, and clamp function tests were performed with no issues observed. The cause of the separation between the female connector and main body was determined to be manufacturing related caused by an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set in which the cassette could not be disconnected. The transfer set was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.